Manufacturer narrative:
Correction on initial report: disregard file because it has been determined to be not reportable.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that while flushing a patient port with normal saline, the syringe spun off of the cap. There is no report of patient harm.